Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. A supply change was performed resolving the occlusion. There was no reported adverse impact to customer¿s blood glucose level.